Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy, ous, mr 3.0x38mm, stent delivery system was returned for analysis. A visual and tactile examination of the device found a hypotube break in midshaft section of the device 27mm distal to the proximal end of the mid shaft bond. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jan-2018. It was reported that shaft kinked has encountered. The target lesion was located in the mildly tortuous vessel. Upon delivering a 3.00 x 38 synergy¿ drug eluting stent over a guide wire outside the patient's body, the mid shaft got kinked. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube break.